Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Additional information was received on (B)(6) 2019 stating: the patient underwent necropsy study, and the cause of lvad sudden failure was found to be a pump thrombosis. The reasons for that were not clear, the last inr was in range, as well as all the inrs checked during the last months of their life nor the pump reported alarms during the previous days/hours. Thus, the cause was a pump thrombosis, but the reasons for that were unclear. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of heartmate ii left ventricular assist system (hm ii lvas) did not reveal any device-related issues and a direct correlation between the pump and the reported pump thrombosis and patient¿s expiration could not conclusively be determined. Additionally, a specific cause for the low flow alarms could not be confirmed as no log files were provided. The pump was returned assembled with the driveline (dl) fully intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Evaluation of the flex section, inlet elbow, outflow graft attachment and outlet elbow revealed evidence of dried, fixed blood but no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, evidence of dried, fixed blood was present throughout the device; however, no contact marks were observed when these depositions were removed, indicating that they formed post-explant and were not present while hm ii lvas was supporting the patient. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-16652 did not revealed any evidence of developed depositions or thrombus formations. The pump was cleaned; the bearings, rotor, and blood-contacting surfaces were examined under a microscope. No anomalies related to wear or damage were observed that would have contributed to a functional issue. Visual inspection of the dl revealed rescue tape present between approximately 9.5 and 13.5¿ from the metal connector. The pins of the metal connector were free from deformation. The dl was tested for electrical continuity and did not reveal any discontinuities or shorts. Removal of the rescue tape revealed a tear in that location. Upon removal of the outer silicone jacket, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a potential electrical short. The device was rebuilt and functionally tested under load conditions; the device operated as intended. The evaluation did not reveal a device related issue and the potential cause of the reported events could not be determined. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. Both of the hmii lvas IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. Both documents also contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Incidental finding during investigation: cosmetic damage was noted on the external portion of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that the system controller suddenly gave a low flow alarm. The flow has dropped to zero in just a few minutes. The cause is unknown because the event happened outside of the hospital. The patient expired on (B)(6) 2018. No further information was provided.